Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the registered nurse that the arctic sun device had no flow and fluctuated. The target temperature was 36 c, patient temperature was 36.3 c, water temperature was 8.1 c, flow rate was 1.5 l/min to 0 l/min. Mss walked nurse through emptying pads, disconnecting, and reconnecting using proper techniques. The registered nurse checked each pad for kinks. Mss had nurse to disconnect each pad one at a time and there was no increase in flow rate. The registered nurse would tag device, send to biomed and restart therapy on another device. Per follow up information received via phone on (B)(6) 2022, initial reporter stated that they switched patient to a second arctic sun with a new set of pads and therapy was completed with no further issues. Also stated that here was no patient impact and was unable to provide the serial number of the second device. Also stated that they were not sure if the first device was sent to clinical engineer, and they threw the first set of pads away.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported by the registered nurse that the arctic sun device had no flow and fluctuated. The target temperature was 36 c, patient temperature was 36.3 c, water temperature was 8.1 c, flow rate was 1.5 l/min to 0 l/min. Mss walked nurse through emptying pads, disconnecting, and reconnecting using proper techniques. The registered nurse checked each pad for kinks. Mss had nurse to disconnect each pad one at a time and there was no increase in flow rate. The registered nurse would tag device, send to biomed and restart therapy on another device. Per follow up information received via phone on 27jun2022, initial reporter stated that they switched patient to a second arctic sun with a new set of pads and therapy was completed with no further issues. Also stated that here was no patient impact and was unable to provide the serial number of the second device. Also stated that they were not sure if the first device was sent to clinical engineer, and they threw the first set of pads away.